Manufacturer narrative:
After battery installation unit gave an unexpected white flashing lcd with horizontal grey lines followed by an unexpected intermittent beep alarm due to cracked lcd controller and cracked and bleeding lcd glass. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Device received with cracked case at reservoir tube lip and battery tube threads. Device received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a constant tone. Display changed between black and white. Customer's blood glucose was 145 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.